Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer had changed the cartridge, infusion set tubing and site. The occlusion was resolved.